Event description:
The double fenestrated grasper instrument was returned without any specific allegations of malfunction. No information regarding the details of when the breakage occurred were specified. No further information was received. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.